Event description:
During a coronary drug eluting stenting treatment procedure the stent delivery system could not be removed from the guide catheter. The physician was placing a 3.5x16mm taxus express2 drug eluting stent into an unk coronary vessel and was unable to cross the lesion. During withdrawal the stent delivery system could not be removed from the guide catheter and had to be cut out. The procedure was completed with another taxus express2 stent of the same size. There were no pt complications reported and the pt condition is ok.